Manufacturer narrative:
The lens and the cartridge was returned to the manufacturer for evaluation. The lens was observed stuck at the loading zone of the cartridge. Visual inspection at 10x microscope magnification was performed and showed no ''debris/particles'' or ''foreign material'' inside the cartridge were observed. Also, no ''debris/particles'' or ''foreign material'' was observed on the lens. Only evidence of viscoelastic residues were observed in the lens optic body, and at the cartridge tube, tip, and loading zone sections. The reported issue as "debris/particles, foreign material¿ was not confirmed on the returned units (iol & cartridge). Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The inspection data showed the lens met the specified cosmetic requirements. A search revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as an intraocular lens, model zct225, was being loaded into a cartridge, model 1mtec30, the surgeon noticed some debris inside the cartridge. The surgeon doesn't know if the debris came from the lens or the cartridge. The surgeon used another lens and cartridge, same models and the patient was fine. No patient injury. No additional information was provided.